Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to verify off no power alarm due to blank display. Pump received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 130 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.